Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This report is being submitted as an initial final submission. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On february 14, 2020, it was reported that the dermatome was in need of repair for unknown reason. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1in /2in /3in /4in width plates, for evaluation. Product review of the air dermatome on february 17, 2020 revealed that the device leaked air at the swivel. The motor speed could not be taken due to the leaking swivel. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on february 17, 2020 which included replacement of the vespel bearings, semi-circle bearings, reciprocating arm, motor sleeve, motor, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. Service notification number (B)(4) dated february 14, 2020. While the returned product investigation confirmed that the air dermatome was leaking at the swivel, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, semi-circle bearings, reciprocating arm, motor sleeve, motor, and swivel were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the dermatome was in need of repair for unknown reason. There has been no injury to patient reported. Physical inspection of item revealed blade height adjustment may be off. Evaluation investigation of the device found that there was an air leak at the swivel, a reportable malfunction. No adverse events were reported as a result of this malfunction.